Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Proper maintenance and technique were reviewed with the customer and it was found that maintenance had not been performed. The customer acknowledged that the urine strips that they were using were expired. The customer has not had any further discrepancies since they replaced the expired strips.

Event description:
The customer reported a false negative leukocyte result on the clinitek status+ when compared to a visual read of the multistix 10-sg urine strips. There was no report of injury due to this event.